Manufacturer narrative:
Model number: 720185-01, lot number: 114617018, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) due to fluid loss and a sticky pump resulting in the inability to inflate the device. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received.